Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment using gore® excluder® aaa endoprostheses and gore® dryseal flex introducer sheaths for an abdominal aortic aneurysm. In line with the long marker of the contralateral gate, the contralateral leg endoprosthesis (plc181400j/ 25021429) was deployed with pushing. Angiography showed that the proximal end of the plc181400j had migrated to the ring marker, about 3 cm in the distal direction. An additional stent graft was deployed at the junction. Angiography showed delayed the right distal flow. Since the patient¿s blood vessels were shaggy, it was considered that a distal embolization was caused by device operation. Reportedly, it was not determined which device attributed to the embolization. Thrombectomy was performed with a fogarty catheter and the improvement in the flow was confirmed. The patient tolerated the procedure. Reportedly, the postoperative distal flow was improving. The physician stated the following: regarding a contralateral leg component, the top edge of the marker was aligned, but it may have been migrated when the angle has been changed.

Manufacturer narrative:
(B)(4). The sheaths were discarded at the facility and are not available for analysis. Also was used: dsf1633/ 25188101 UDI# (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. The sheaths were discarded at the facility and are not available for analysis. Also was used: dsf1633/ (B)(6), UDI# (B)(4). The patient¿s blood vessels were shaggy, it was considered that a distal embolization was caused by device operation. Reportedly, it was not determined which device attributed to the embolization. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to embolization (micro or macro) with transient or permanent ischemia. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.